Manufacturer narrative:
Based on the available information this event is deemed a serious malfunction. The device was viewed under magnification. Close examination of the balloon sleeve revealed that there is a puncture on the balloon sleeve. The most probable effect was caused by a sharp or pointed object which makes the balloon weak and causes it to rupture upon stress. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
It was reported that upon extracting urine from a patient a foley catheter came out of the patient with an audible plosive sound. It was also reported that the balloon was found to have burst.